Event description:
A surgeon reported a system message displayed when he initiated the "micro flux" mode during a vitrectomy and gas/fluid exchange procedure. A questionnaire was returned from the surgeon indicating that when aspirating sub-retinal fluid with the cutter, retinal tissue incarcerated. The surgeon attempted to reflux and got a system message indicating that the function was not available. The surgeon had to mechanically disengage the retina tissue. The pt is currently in the postoperative period, therefore the outcome of the event is unk.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).